Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the e315 incompatible scope error at the scope connector was traced to a component failure. However, the most probable cause of the foreign object inside the auxiliary water supply tube was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device had a foreign object inside the auxiliary water supply tube and an e315 incompatible scope error at the scope connector. There was no patient involvement.